Manufacturer narrative:
(B)(4). The actual sample was not returned for evaluation; however, photographs of the condition were provided. A visual examination of the photographs revealed a leak at the level of the distal luer connection as reported by the customer. The reported condition was confirmed. Since the samples were not returned for evaluation, the root cause could not be identified. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
The customer reported to baxter (B)(4) a baxter solution administration set with 3-way stopcock that had a leak at the distal luer connection. According to the report, the leakage was observed at the connection with the patient catheter and solution spread on the patient. The condition occurred during infusion on a patient. There was no patient injury or medical intervention associated with this event. No additional information is available.